Manufacturer narrative:
Additional information: the balloon was inflated using a inflation device with contrast and saline fluid. No prior inflations were applied. Type of bust and burst pressure is unknown. All fragments were removed from the vessel and there no injury to the patient as a result of the difficulty. Another device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a leg angiogram, an inpact admiral drug coated balloon ruptured during inflation in the superficial femoral artery. A 6fr sheath was used. The device was prepped per the instructions for use with no issues identified. The device passed through a previously-deployed stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.